Event description:
Patient's imd battery failure resulted in imd (B)(6) explanted on (B)(6) 2024 and replaced with imd (B)(6). Explanted imd (B)(6) was sent to decontamination and then returned to avertix for investigation. This device issue is one of 25 devices with the battery problem. This MDR is filed retroactively at the request of cdrh and oii after an inspection in feb of 2025. Avertix performed a voluntary recall/correction in 2023.